Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs), alleging an allergic reaction after sticking her finger with the onetouch delica lancets. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began approximately on (B)(6) 2022. The patient, who has a nickel allergy, reported developing red dots at the puncture site then a rash on her whole hand. The patient claimed she saw a dermatologist 2 weeks after the alleged issue began and was prescribed unspecified medication for the rash. At the time of troubleshooting, the cca noted the lancets were within the expiry date. This complaint is being reported because the patient reportedly received medical intervention for an allergic reaction after the alleged product issue began.